Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this lv lead exhibited high out of range impedance measurements and loss of capture (loc) since over a year ago. After it was explanted, it was observed the lv lead had been damaged. The damage was believed to have occurred when the patients previous cardiac resynchronization therapy defibrillator (crt-d) was changed out. No additional adverse patient effects were reported.